Event description:
It was reported that were unspecified issues with the pump battery was depleting and occlusions. There was no reported adverse impact to the customer's blood glucose level (bg). No further information on the event was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned